Event description:
It was reported that on 20apr2022, the patient's controller had a pin that broke off in a clip and the controller was exchanged along with new battery clips. The controller experienced general wear and tear over the years.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of broken pins on the system controller were unable to be confirmed. The heartmate ii system controller (serial number: (B)(6) was not returned for analysis and no log files were submitted for review. The extent of the damage to the controller was unable to be confirmed. . The root cause of the reported event was unable to be conclusively determined through this investigation the device history records were reviewed for the system controller (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.